Event description:
It was reported that a user of the ilet experienced hyperglycemia after forgetting supplies at work, with glucose rising into the 200s and later measuring 373 mg/dl until a supply change was completed, after which glucose returned to 119 mg/dl and the user proceeded to eat/ announce dinner. Symptoms included elevated blood glucose. Outcomes included transient disruption to routine activities and a request for follow-up, with resolution after guidance and self-management. Investigation included customer interview, review of the reported event history, and troubleshooting and education regarding appropriate device use and meal announcement. Investigation of this case revealed user-related factors consistent with missed supplies leading to elevated glucose, with device function not implicated based on reported recovery after supply replacement. It was concluded that the event was due to user circumstances with no confirmed device malfunction. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.